Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the enterotomy on an open colectomy, the reload that was shipped with a stapler did not fire. A new loading unit was used and placed on the stapler to complete the case. There was no patient injury.